Manufacturer narrative:
Lot 15g019 was manufactured july 15, 2015- july 16, 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. During visual inspection of the photograph the ruptured bladder was observed. The reported condition was verified; however the cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor ruptured during filling. There was no patient involvement. No additional information is available.